Manufacturer narrative:
No patient was present. The computer was replaced in the s7 system on (B)(6) 2016. System passed all testing after replacement. Evaluation of suspect computer is as follows: power on, post and boots to login screen. Launch app and navigate. Hdd reports 1 bad sector which has been reallocated. No ram errors reported. During running ram memetest the system was observed to restart randomly as reported. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported the site experienced and unexpected system reboot in the spine application while they were using the system for a demo. The system rebooted itself on procedure selecting screen. No patient was present.